Event description:
A power source alert was reported by the caller, which led to the pump shutting down. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support informed the customer that insulin on board and max hourly bolus settings reset to zero upon shutdown and advised using tandem charging supplies for at least 30 minutes to resolve charging issues. The customer was advised to monitor the situation and contact support if the problem persisted, and they acknowledged this guidance.